Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. A copy of the study was sent in for review and it was verified a short study. The recorder worked correctly during the previous procedure and was taken out of service. There was no patient and user harm and a repeat procedure has advised by the physician.

Manufacturer narrative:
Additional information: (street 1, MFR city, region, postal code), evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, a accu view graph was provided by the customer for analysis. The customer reported they had a short study. The reported condition was confirmed. The investigation found: total study is 2:10 hours instead 24, 48 or 96 hours (unknown which study duration the customer was choose). The study begin with normal ph value around 6ph-7ph. At 23:06 pm the ph dropped below 2.8 ph from 5.5 ph. The investigation identified the root cause of the reported event to be capsule detached early. Bravo ph capsule: potential complications include, but are not limited to premature detachment of the capsule. If information is provided in the future, a supplemental report will be issued.